Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not functioning properly. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. It was also indicated that the power cord bay was broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working properly. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.